Event description:
It was reported that during a stenting procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The moderately tortuous target lesion was located in the aorta. The equalizer (B)(6) balloon was used for post-dilatation and ruptured upon the 1st inflation at an unknown atm. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).